Event description:
A ventilator was returned to the manufacturer for periodic maintenance. There was no allegation of device malfunction. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board will need to be replaced to address the issue. Since replacement oxygen blender module board are out of stock, the scheduled repair completion date has not been fixed.